Manufacturer narrative:
Concomitant medical products: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead.(B)(4).

Event description:
It was further reported that the cause of the event was a lead migration. The revision took place on (B)(6) 2012. The patient did require hospitalization due to the event but the outcome was listed as no injury. The patient was implanted with the spinal cord stimulator on (B)(6) 2012. The lead was positioned at the superior endplate of t7. Several days after surgery while doing a significant amount of heavy lifting and furniture moving the patient lost stimulation over their right leg, back, and buttock and they developed stimulation over their left posterior arm and anterior chest at the level of the breasts. Imaging studies revealed that the lead had migrated cephalad to the c6c7 level. On (B)(6), 2012 the patient was returned to the operating room and they were implanted with a second 8-electrode percutaneous lead. Under fluoroscopy the original lead was gently pulled caudally while performing intermittent stimulation trials. The trials primarily produced abdominal stimulation. As the lead was pulled back to the level of the superior endplate of t6 there was some stimulation across the low back, more on the left than the right. The second percutaneous lead was placed to the right of the original lead while using the indwelling lead as a buttress to keep the new lead to the right of the midline. The second lead was placed at the superior endplate of t7. The stimulation trials provided excellent stimulation across the low back, right paralumbar and buttock area and down the posterior thigh. The second functional lead (serial # (B)(4)) was connected to the battery and the original (nonfunctional) lead (serial # (B)(4)) was anchored to the fascia and coiled in the subcutaneous tissues.

Event description:
It was reported that the patient¿s lead had moved up their spine the (B)(6) prior to the report. It was noted that the patient had two leads implanted and the left lead was the one that moved. The patient¿s implant doctor had never seen a lead move up, only to the sides and fall down. Around the (B)(6) or the beginning of (B)(6) 2013 their implant doctor went in and moved the patient¿s lead back down.

Manufacturer narrative:
Concomitant medical products: product ID 37743 lot# serial# (B)(4), product type: programmer, patient. Product ID: 3 7752, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).